Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient was implanted to help with their tremors due to hereditary parkinson¿s disease. At the beginning therapy worked for the patient as their tremors slowed down, but as time went on the patient started getting worse including: not eating, getting sick, pain in the head, tremors returning, being ¿incognitive,¿ ranting/raving, and needing to be restrained. On (B)(6) 2016, six months after implant, the patient died which according to the consumer was related to the device.